Manufacturer narrative:
Corrected the lot number of the product to the kit product lot number. The user facility reported the reaction mix lot number 24604. The investigation of the simplexa flu a/b rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positive (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported that they are seeing weak flu b samples (positive). The samples were sent to the state lab and the repeat testing showed negative results. The laboratory reported the result to the doctor. The company also received a medwatch report (mw5034638) via the FDA from this customer. A voluntary recall has been performed related to the reported lot.